Manufacturer narrative:
Product analysis #(B)(4) :equipment used: vis (B)(6), 203cm ruler (B)(6) as found condition (condition of returned device): two react-71 catheters and a solitaire fr were returned for analysis within a shipping box and within a sealed biohazard pouch. The solitaire was returned without its introducer sheath. Visual inspection/damage location details: (B)(6) the react-71 catheter total length was measured to be ~140.1cm (141cm ± 3cm) and the useable length was measured to be ~133.2cm which is within specification (132cm +3/-0cm). No damages or irregularities were found with the react-71 hub. The catheter body was found to be kinked at ~131.7cm from distal tip. No damages were found with the react-71 distal marker/tip. During resistance testing for react catheter the catheter was found to have resistance and was dissected (cut) circumferentially distal to the resistance. The working length struts of the solitaire stent were inadvertently cut during dissection. No other anomalies were observed. (B)(6) no bends or kinks were found with the solitaire fr pusher. The solitaire fr pusher was found separated at the buffer weld without the shrink tubing. The attachment zone was found to be visually in good condition. The stent non-working (tear drop) length struts appeared to be in good condition. The working length struts were inadvertently cut during analysis and finger markers were found to be intact. No other anomalies were observed. (B)(6) no device malfunction was reported with the react-71 catheter. The react-71 catheter total length was measured to be ~139.9cm (141cm ± 3cm) and the useable length was measured to be ~133.1cm which is within specification (132cm +3/-0cm). No damages or irregularities were found with the react-71 hub. The catheter body was found to be kinked at ~131.9cm from distal tip. No damages were found with the react-71 distal marker/tip. No other anomalies were observed. Testing/analysis (including sem reports): as per the solitaire fr stent IFU (instructions for use) the 4-20 stent must be used with a micro catheter with a minimum ID (inner diameter) of 0.027in. Per the reactr-71 catheter product labeling, the ID is 0.071¿. Therefore, the solitaire fr stent was found to be compatible for use with the react-71 catheter. (B)(6) the react-71 catheter was flushed, water exited from the distal tip. The react-71 catheter was then used for resistance testing with an in-house mandrel. The mandrel was inserted into the react-71 hub and was unable to pass through the distal tip as it met resistance at ~125.9cm from hub and 13.1cm from distal tip. The catheter body was then dissected (cut) circumferentially distal to the resistance and solitaire stent was removed from the catheter. (B)(6) the pusher was sent out for sem (scanning electron microscopy) failure analysis. Per the analysis report, the wire failed via tensile overload. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed as resistance was met when tested with an in-house mandrel. It is possible the damage (kinked) to the catheter body contributed to the resistance. However, the root cause could not be determined. Based on the device analysis and reported information, the customer¿s ¿resistance during delivery / retrieval¿ and ¿pushwire break/separation¿ reports were confirmed. Device separation can occur if the device is advanced/retrieved against resistance. In addition, the customer reported resistance with the react-71 catheter(B)(6). Possible causes of resistance include catheter damage, user does not maintain continuous flush or maintain the correct flush rate. ((B)(6) 2023). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the resistance in the catheter was in the distal end.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a sfr4 stent push rob was broken and had resistance in the react-71 catheter. During the surgery, the swim technique was used for pulling combined with thrombectomy. During the withdrawal of the stent back into the distal end access catheter (react-71), the stent and push rod were broken. The stent got stuck in the distal end access catheter and could not be taken out again. There was ldpe coupling separation. There was no friction or difficulty during injection. No force was applied during removal. The catheter tip was not entrapped or stuck. There was no vasospasm. No medical or intervention was required. It did not occur during injection. The patient did not have vessel stenosis proximal to thrombus site. The pushwire was not torqued during the procedure. 2 passes were made using the stent. The microcatheter tip covered the stent proximal marker during retrieval. The stent was removed from the patient. The physician did not attempt to detach the stent. The devices were prepared as indicated in the inst ructions for use (IFU). The catheter was flushed as indicated in the IFU. The patient was being treated for an ischemic stroke in the bilateral corona radiata area. Mrs: baseline 1. Mrs: procedure 4. Nihss score: baseline 13. The patient was undergoing thrombectomy treatment. Vessel tortuosity was moderate. The access vessel was the right side femoral artery with an access diameter of 4-5mm. No patient symptoms or complications were reported. Ancillary devices: rs*a80k10sq (terumo, rs*a80k10sq) sheath, cordis,588-842p guide catheter, ev3,fa-55160-1030 microcatheter, m001508110 (boston scientific, m001508110) guidewire.